Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming pulse test) was confirmed. Upon investigation, the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to damaged esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, damaging the eds700 diode array on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that an electrode belt failed an incoming pulse test.